Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2013 and suture was used. The patient returned post operatively with a potential bowel obstruction. Upon exam it was determined that the suture was broken. The patient was taken back to surgery for repair. No additional information was provided.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Six returned explanted knotted blue monofilament suture segments were examined. All six returned explanted knotted sutures had a breakage at the knot. The circumstances and amount of force required to cause the breakage at the knot could not be determined.